Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The facility reported that the IV set was loaded backwards, which likely contributed to this event.

Event description:
It was reported that a spectrum pump pumped fluid from the primary bag into the secondary bag. It was also reported that there was no pt injury.